Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified and mildly tortuous left femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for pre-dilatation. However, during procedure the contrast agent was found to be leaking under fluoroscopy and the balloon ruptured during first inflation at 4 atmospheres for 3 seconds. The procedure was completed with an unknown mustang balloon catheter. No patient serious injury or adverse event were reported.